Manufacturer narrative:
Stryker performed telephone troubleshooting with the customer and advised them to replace the device's coin cell. Since the device could no longer be repaired, stryker advised the customer to scrap the device if the issue arose again. H3 other text : device not returned to manufacturer.

Event description:
A customer contacted stryker to report that their device would not power on. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.